Event description:
A healthcare facility in (B)(6) reported that the plastic leg and the castor of an iw934jeu baby control cosycot infant warmer were broken. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The damaged plastic leg and castor of the complaint iw934jeu baby control cosycot infant warmer are not expected to be returned to fisher & paykel healthcare for investigation. We are currently in the process of obtaining further information from the medical center in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have received further information and have completed our analysis.